Manufacturer narrative:
This report is for an unk - nail head elements: fns bolt/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent a surgery for the femur with the femoral neck system(fns) implants in question. Procedure was completed successfully without any surgical delay. Later, on (B)(6) 2021, the fns revision surgery was performed for unknown reasons. During the surgery, other company's driver broke while removing the screw. The fns plate was removed by breaking the screw using a carbide drill and all fns implants were replaced with an artificial femoral head. Procedure was completed successfully with sixty(60) minutes delay. Concomitant device reported: unk - screwdriver (competitor) (part# unknown; lot# unknown; quantity: 1). This report is for one (1) unk - nail head elements: fns bolt. This is report 3 of 4 for complaint (B)(4).